Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella was not returned for evaluation. The root cause of the positioning issue was most likely use related, echo showed 5.5 in the papillary muscle unable to go higher as per the clinical description provided and there was low pump flow with no spike/trend in the motor current in the data logs.

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The implanted 5.5 impella pump was found to be stuck in the papillary muscle. As a result of the position, support could not be raised above p4 without triggering suction alarms. Repositioning was recommended, but the staff declined and stated that the pump would be pulled later that night.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.